Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Most likely underlying root cause is improper storage of test strips: strips left outside of vial for an extended period of time (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 162 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 148 mg/dl and 150 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/16/2018 and open vial date is 01/15/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:162 mg/dl.